Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" exhibited error code e433. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probable cause of the reported event was most likely attributed to a printed circuit board/generator board error. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.